Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the motor error alarm due to the blank display anomaly.

Event description:
It was stated that the insulin pump alarmed motor error during the basal rate. Troubleshooting was not possible due to the repeated alarms. Nothing further was reported.